Event description:
The remote monitor was returned with no information and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the assembly was out of specification electrically and that it failed the vendor's analysis modem test due to a seriously burned component.